Event description:
It was reported that this was an arteriotomy closure of the common femoral artery using a prostyle device after a lower limb angioplasty interventional procedure with a 7f sheath. Reportedly, the device was unable to be removed after closing the foot. The physician made multiple movements and was able to remove the device with the foot open. After removal, it was noted that there was no movement of the foot while moving the lever. The suture was still used to achieve hemostasis. There was no adverse patient effects and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported issue could not be determined. Factors that contribute to the inability to open/retract the foot, include, but not limited to tissue or suture caught in foot. The difficulty with the foot likely contributed to the resistance encountered during removal. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.